Event description:
It was reported that an access basic solution set had a small (approximately 3 mm), white particle in its drip chamber. This was noticed during patient infusion of a chemotherapeutic. According to the report, the nurse ¿remained at the pump to watch the entire infusion to ensure the plastic piece did not become dislodged from the drip chamber.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device and a photograph were provided for evaluation. However, due to contamination of the sample, only a photo inspection was performed. The photo inspection verified particulate matter in the fluid path. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.